Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the centrifugal pump head leaked around the seal. The total amount of blood loss is unknown. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 9, 2015. (B)(4). Method - actual device evaluated. Method - device from reserve sample evaluated. Method - visual inspection. Method - pressure test. Results - improper physical structure. Conclusions - manufacturing deficiency. Visual inspection of the actual sample revealed crazing around the top housing weld. A small crack was found on the top housing underneath the outlet port, as well as multiple cracks on the top housing near the weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg and ran for one hour. Approximately one and a half minutes into testing, the sample began to leak. The leak was coming from the cracks in the top housing located at the top housing / separator weld underneath the outlet port of the pump. Eight retention samples from the same product code were visually inspected and no anomalies were noted. A review of the device history record revealed no anomalies. The part was subjected to a 100% in process leak test prior to packaging. The sample was likely damaged after packaging causing it to crack and leak.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).